Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 378585) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek pro ii meter serial number (B)(4), compared to a laboratory method that uses neoplastin and thromborel s as reagents, however, it was not known which was used during the discrepancy. The result from the meter at 11:13 a.m. Was 6.2 inr. The result from the laboratory at 12:50 pm. Was 3.2 inr. The patient's therapeutic range was 2.0 - 3.0 inr. Warfarin was withheld based on the meter results. The patient admitted to taking 8 mg of warfarin instead of the instructed 5 mg.